Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was unable to deliver defibrillation therapy. Physio replaced the therapy pcb assembly, which resolved the reported issue and also completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and event codes are logged in the device's memory. Upon evaluation of the customer's device, physio-control observed that defibrillation therapy could not be delivered. There was no patient use associated with the reported issue.